Manufacturer narrative:
Per the good faith effort (gfe) response received on february 24, 2026, the battery could not charge/hold a charge.

Manufacturer narrative:
Information was received that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) ordered and installed the replacement battery, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s battery is damaged. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.